Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n279754015); product type: 0184-catheter; implant date (B)(6) 2008; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving compounded baclofen (188 mcg/ml at 62 mcg/day) via an implantable pump. It was reported that the patient reported inconsistent therapy/temporary loss of therapy immediately after leaving their post op appointment. There were no external factors involved. Their pump was replaced on (B)(6) 2025 for normal battery depletion and during the procedure, cerebrospinal fluid (csf) return was observed at the sutureless connector site. No change was done to the catheter at that time. Surgery later occurred and the catheter was replaced by 8780, csf return was observed by the healthcare provider, and the catheter was cut and tied off. The partial pump segment was the only piece that was removed. The issue was resolved.

Manufacturer narrative:
The catheter was returned for analysis and visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Continuation of d10: product ID 8709sc lot# n279754015 implanted: (B)(6)2008 explanted: (B)(6)2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.